Event description:
Hospitalized since (B)(6) 2013 due to foot problem, glucose [blood glucose abnormal]. Case description: does the incident represent a serious public health threat? No. This serious solicited case received via novodia and reported by a consumer (pt's daughter) from (B)(6), concerns a female pt (age unspecified) with diabetes mellitus who was treated with insulated penfill hm (long-acting insulin human) from an unk date in 2012 and novopen 3 (insulin delivery device) on unk dates and experienced "hospitalized since (B)(6) 2013 due to foot problem, glucose" beginning on an unk date. Pt's height not reported. Medical history included diabetes mellitus (type and duration unk). It was reported that the pt started using levemir flexpen from (B)(6) 2013 and had used the insulin 5-6 times (32 iu). The pt was not using insulin right now. The pt was using novolin n penfill (long-acting human insulin) and novopen (insulin delivery device) before. The pt was hospitalized since (B)(6) 2013 due to foot problem, glucose, and undergoing a surgery. It was reported that at this moment, pt was at the hospital undergoing a surgery due to her blood glucose. It was reported that at this moment, pt was at the hospital undergoing a surgery due to her blood glucose. Action taken to novolin n penfill and novopen 3 was not recovered. No further info available. Reporter's causality: unk. Novo nordisk causality: possible.